Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer also experienced high blood glucose level of over 400 mg/dl. The customer treated with manual injections. The customer was assisted with troubleshoot and customer stated the display did return. Assisted customer in performing a self-test. Results of the self-test was passed. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.